Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Contacted the customer's mother and asked her about the cause of death, she stated that the customer died in her sleep and the mother was unwilling to provide any further details about her daughter's death. Ask the mother if she would return her daughter's insulin pump for analysis and the mother stated no. The mother was unwilling to provide any more information and did not want to talk about it.

Event description:
Customer's mother reported death. Customer was new to insulin pump therapy, using insulin pump less than thirty days. Caller stated the last recorded blood glucose reading was 241 mg/dl. Customer was wearing the insulin pump at time of death. Nothing further reported.